Event description:
It was reported that pt revised and performed for pain in proximal tibia - left knee - status post left knee revision (B)(6) 2011. Upon explantation of tibial baseplate and 14x100 mm stem, black tissue was observed in tibial canal. Examination of tibial component and stem showed back fluid between stem/baseplate junction. Stem was easily unscrewed from baseplate by hand.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR.# 2249697-2012-02149.